Event description:
It was reported that the physician complained about the longevity being so short. The device was explanted and replaced. It was also reported that the lead dislodged during the device replacement. The lead was explanted and replaced. It was additionally reported that blood was noted through entire length of the lead and fibrous tissue was noted on the ring electrode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted and there was apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted and there was apparent explant damage. Full lead returned and analyzed. (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) reached on (B)(6) 2011.

Event description:
It was reported that the physician complained about the longevity being so short. The device was explanted and replaced. It was also reported that the lead dislodged during the device replacement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.